Manufacturer narrative:
The returned instrument was received in its inner blister. The outer blister and the tyvek foil were missing. The device shows no macroscopic sign of damage but there are surgery residues. The instrument was visually inspected with the aid of photomicroscope using various magnification. During the visual inspection, no abnormalities could be identified. The instrument was then functionally tested. The forceps arms opened and closed as expected and the grasping arms shows no bending, and no misalignment was found. Therefore, the customer's complaint could not be confirmed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no observation for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the vitrectomy surgery an ophthalmic forceps did not open and close properly. The surgery was completed by replacing the product with another one. No patient impact was reported.